Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There was blood on the distal conductor of the lead and it was obstructed. The tip seal on the distal electrode of the lead showed evidence of blood ingression. Visual analysis of the lead indicated damage at implant. The analyst noted stylet guidewire was not returned. . Visually, blood was observed in lead without insulation breached. By design, left heart leads are manufactured with a septum in the tip that will sometimes allow blood ingress. Guidewire insertion test was performed using a guidewire sample. The stylet guidewire sample model gwr419588 was passed the lead lumen from the is-4 pin but could not pass the lead distal end. Blood obstruction was observed in lead tip nose using destructive analysis. Blood obstructed was observed in distal conductor at the lead distal end which prevents guidewire insertion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the attempted left ventricular (lv) lead exhibited an insulation issue as blood appeared to have ingressed into the lead after difficulty was experienced advancing the stylet. A different lead was used to complete the implant. No patient complications have been reported as a result of this event.